Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: the epic biliary endoscopic stent and delivery system were received for analysis. The stent was returned partially deployed by approximately 30 mm on the delivery system. Visual and tactile inspection identified the inner sheath was kinked at the distal tip bond. Functional examination revealed no problem with the release of the stent from the delivery system. No other issues were noted with the stent delivery system. Product analysis confirmed the reported event of stent partially deployed. The investigation concluded that partial stent deployment was not a new failure type and that the risk was anticipated. The patient's tortuous anatomy could have potentially contributed to the resistance encountered when attempting deployment of the stent, and the shaft kinking was most likely due to an interaction between the user and the device. However, the stent was fully deployed without issue during analysis suggesting that the event was not device related. Therefore, review and analysis of all available information indicated that the most probable cause is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label. Block h11: block d4 (catalog number) has been corrected.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023, that an epic biliary endoscopic stent was to be implanted in the mid-common bile duct to treat an approximately 3-5 cm hilar cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with a biliary self-expanding metal stent (sems) implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the epic biliary stent was unable to deploy even after completely pulling back the handle and clicking the thumb wheel. The epic biliary stent was removed partially deployed on the delivery system, and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on january 25, 2023, that an epic biliary endoscopic stent was to be implanted in the mid-common bile duct to treat an approximately 3-5 cm hilar cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with a biliary self-expanding metal stent (sems) implantation procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the epic biliary stent was unable to deploy even after completely pulling back the handle and clicking the thumb wheel. The epic biliary stent was removed partially deployed on the delivery system, and the procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.